Event description:
A retrospective post-market clinical follow-up study indicated that the patient experienced damage to pupillary margin due to small stretch from hook in place during surgery. Current condition of patient is recovered with persistent condition. No further follow up will be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in section b.1 & b.2, b.5, h.6 (imdrf a code). Additional information was provided in sections h.6 and h.11. Per the initial report, this complaint is associated with a post-market clinical follow-up (pmcf) survey, that was assessed under the corresponding clinical evaluation report. The pmcf study facilitated a questionnaire, which focused on assessing procedural success of the devices under evaluation. A number of negative responses (suggesting device deficiencies and/or adverse events) was received, which was translated into complaints. Due to the nature of the questionnaire, information required to perform a proper complaint investigation was not collected. No lot number was identified within the survey and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the questionnaire retrospectively collected data, no sample is available to be provided to the responsible site for an in-depth investigation. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the customer¿s reported event is unknown. Therefore, no specific action can be taken. Within the framework of the mentioned nci, an overall risk assessment was performed and concluded that no further actions are required. Additionally, complaints are reviewed and monitored at regular intervals for adverse trends. No additional actions are needed. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient experienced mydriasis, spatial distortion, tears, pigment release during surgery. Current condition of patient is resolved. No further follow up will be conducted.